Manufacturer narrative:
H.6. Level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s 2 occurrence: a complaint history check was performed and this is the 2nd related complaint for clog on lot # 9029745. Investigation summary: customer returned nine (9) used 32g x 4mm bd pen needles without tear drop labels attached. Consumer reported only every 3rd needle is working during the priming. All nine returned samples were examined, then tested for flow using a test pen injector; all nine pen needles were able to expel properly, and no issues were observed. As no manufacturing defects were observed, the alleged issue could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that a needle clog occurred during with bd ultra fine¿ pen needles. The following information was provided by the initial reporter, "consumer reported only every 3rd needle is working during the priming. Sample-available-4, she even took 2 pen needle to the doctors office to try it on with other pen, it did not work. It is hard to push it gets locked. Consumer uses new needle each time for her injection. She only does the priming on the new pen ad at the end of the insulin in the pen. She rotates the injection site. She firmly attaches the pen needle on the pen." 6 occurrences were reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle clog occurred during with bd ultra fine¿ pen needles. The following information was provided by the initial reporter, "consumer reported only every 3rd needle is working during the priming. Sample-available-4, she even took 2 pen needle to the doctors office to try it on with other pen, it did not work. It is hard to push it gets locked. Consumer uses new needle each time for her injection. She only does the priming on the new pen ad at the end of the insulin in the pen. She rotates the injection site. She firmly attaches the pen needle on the pen." 6 occurrences were reported.